Event description:
(1) constant pain in lower back, (2) weakness from lower back down legs, (3) numbness and tingling sensation in legs, (4) sharp pain in hips, (5) cannot stand on feet very long and (6) cannot sit on a soft seat or a low seat.